Event description:
Severe swelling immediately post injection [injection site swelling]. Off label use in lips [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a 23-year-old female patient who experienced severe swelling immediately post injection coincident with evolysse smooth. On (B)(6) 2025, the injector administered smooth in the patient's lips, and the patient immediately had severe swelling in the lips. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the severe swelling was unknown. Safety database reference number (B)(4).